Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg) device, high thresholds and poor sensing was exhibited in several locations. The threshold started out high but when the tether was manipulated the threshold would get worse. Any time the tether suture was accessed the threshold was compromised further. The procedure was abandoned, and other options will be considered. The device system was removed intact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.